Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level. Customer's blood glucose level was 470 mg/dl. Customer was treated for their glucose levels with insulin pump. Customer did not provide any details related to the high blood glucose level. Customer stated that reservoir leaked at past first and second o ring. Customer tried two infusion set as per requirement. The insulin pump will not be returned for analysis.